Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump did not have any audio tones or vibrate. Troubleshooting was performed and the insulin pump failed the self test. Nothing further was reported.